Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and husband reported via phone call that they called emergency medical treatment due to high blood glucose. The customer¿s blood glucose level was 300 mg/dl. The customer was helped with giving a bolus, customer was able to give bolus and still having issues with blood glucose they were was still a little out of it and was calling emergency medical treatment. The product will not be returned for analysis.